Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that there was potentially an issue with the flow sensor (and potential need for calibration) at the time of the event while the ventilator was used with a patient. The issue was nevertheless not replicated. The repetitive high-priority alarms were not considered by the hospital personnel. The most probable root cause may be a user error towards the alarms of the device. Nevertheless, the service technician checked the device but could not find any malfunction, no correction on the device was completed. There was potential patient harm due to reported oxygen desaturation of the patient.

Event description:
Our rt manager wrote me the following in an e-mail: "the vent was placed on a patient on 9/11 around 1739 and was taken off on 9/14 around 0600." Device type and serial number : g5 s.n (B)(6). Date of event: 9/14/2021. Time of occurence (i.e. Morning, between 8-11am) 6:00am. Issue with vent (e.g. Shuts down, won't calibrate, etc) patient desaturates, no o2 alarms. Was the vent on a patient? : yes. Was this event reported to the FDA? Not yet. Was there patient harm? Yes. Was this unit bought from a third party vendor (not directly from hamilton)? No. When was the last pm/service of this device( (B)(6) 2019)? (B)(6) 2021. Can biomed replicate problem? No. Are logs available and can they send them to us? Yes. Steps biomed took to find/fix problems? (I.e. Checked flows, replaced parts, etc) looked at patient circuit, looked at error logs, looked at zero cal page ( no more than .4 variation from 0 on any pressure) ran vent for 11 hours at 100% o2- (no alarms, delivery consistent at 100% o2).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that there was potentially an issue with the flow sensor (and potential need for calibration) at the time of the event while the ventilator was used with a patient. The issue was nevertheless not replicated. The repetitive high-priority alarms were not considered by the hospital personnel. The most probable root cause may be a user error towards the alarms of the device. Nevertheless, the service technician checked the device but could not find any malfunction, no correction on the device was completed. There was potential patient harm due to reported oxygen desaturation of the patient. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Our rt manager wrote me the following in an e-mail: "the vent was placed on a patient on 9/11 around 1739 and was taken off on 9/14 around 0600." · device type and serial number : (B)(6). · date of event: 9/14/2021 · time of occurance (i.e. Morning, between 8-11am) 6:00am · issue with vent (e.g. Shuts down, won't calibrate, etc) patient desaturates, no o2 alarms · was the vent on a patient? : yes · was this event reported to the FDA? Not yet · was there patient harm? Yes · was this unit bought from a third party vendor (not directly from hamilton)? No · when was the last pm/service of this device( may2019)? 8/2021 · can biomed replicate problem? No · are logs available and can they send them to us? Yes · steps biomed took to find/fix problems? (I.e. Checked flows, replaced parts, etc) looked at patient circuit, looked at error logs, looked at zero cal page ( no more than .4 variation from 0 on any pressure) ran vent for 11 hours at 100% o2- (no alarms, delivery consistent at 100% o2)